Manufacturer narrative:
Common device name: closed antineoplastic and hazardous drug reconstitution and transfer system. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j was damaged and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: while a nurse was working to hang the infusion bag and connect it to the IV line, infusion fluids leaked from the c90. It has been confirmed that c90 had been closed both immediately after preparation and immediately before connection to the IV line.

Event description:
It was reported that the bd phaseal¿ l connector c90j was damaged and leaked. The following information was provided by the initial reporter, translated from japanese to english: while a nurse was working to hang the infusion bag and connect it to the IV line, infusion fluids leaked from the c90. It has been confirmed that c90 had been closed both immediately after preparation and immediately before connection to the IV line.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 25 april 2022. H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was not assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2109220, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece.